Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve in a patient with a horizontal aorta and enlarged ascending aorta, the valve was implanted in a single attempt at an optimal position at an implant depth of 3 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc) without recapture. Following the implant of the valve, a narrow qrs was observed and there were no issues with atrio-ventricular (av) conduction. A post-operative echocardiography was performed that did not reveal any issues. The following day, an echocardiographic examination was conducted and no abnormalities were identified. Two days following the implant of the valve, the patient's condition rapidly deteriorated. Percutaneous cardiopulmonary support (pcps) was inserted; however, the patient's blood pressure could not be stabilized. Upon fluoroscopy, an ascending aortic dissection was observed and the patient later died. It was suspected that following the implant procedure, the upper edge of the valve came into contact with the enlarged ascending aortic wall due to pulsation caused by respiration that may have caused the dissection.

Manufacturer narrative:
Updated data: b5 section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012685664); product type: 0195-heart valves; implant date n/a; explant date n/a continuation of d10: product ID gwbc30; product lot/serial number n/a; product type: guidewire; implant date n/a; explant date n/a h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the delivery catheter system (dcs) and medtronic confida guidewire did not cause or contribute to the dissection. The patient's enlarged ascending aorta and horizontal aorta contributed to the dissection. It was reported that during the valve implant the valve was not attached to the ascending aorta. After the procedure, cardiac motion and changes in the patient's posture caused the top of the valve to contact the the ascending aorta which was believed to have caused the dissection. Per the physician, the delivery catheter system (dcs) can also be excluded as a contribute to cause to the patient death.

Manufacturer narrative:
Updated data: b5, d3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that, two days following the implant of the valve, the patient had an aortic aneurysm that ruptured and the patient subsequently died.